Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. A temporal relationship exists between the pd therapy with the liberty select cycler and the patient¿s peritonitis event. It was reported that the patient experienced a leak with the pd solution bag during pd treatment with the fresenius cycler prior to discovering the patient had peritonitis. Currently, it is unknown what may have caused the leak to occur. The pd solution bag has been discarded. However, there were no allegations of any issues with the fresenius cycler and the patient reportedly continues pd with the machine. A breach in the sterility of the pd pathway is a known potential cause for peritonitis. Therefore, based on the information available, the leak occurring during pd treatment while utilizing the fresenius cycler cannot be excluded as a potential source for the infection. Should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly.

Event description:
On (B)(6) 2025, this patient on peritoneal dialysis (pd) reported experiencing a fluid leak during dwell 2 of pd treatment while using the fresenius cycler. There were no reported product deficiencies with the cycler and it was stated that the machine alarmed. Rather, it was reported that there was a hole in the delflex biofine pd solution bag (2.5%), product discarded. The patient was advised to follow-up with pd nurse. In additional follow-up, it was discovered that the patient was initiated on antibiotics (later the same day) for an infection. The patient¿s pd nurse confirmed that the patient was seen in the outpatient pd clinic on (B)(6) 2025. The nurse reported that the patient did not have any symptoms of peritonitis. However, the patient was drained of the pd fluid (since disconnecting from treatment earlier that day). The pd effluent was sent for culture and grew streptococcus mitis and streptococcus oralis. The nurse indicated that the patient was treated for peritonitis with intra-peritoneal (ip) ceftazidime and vancomycin (per clinic protocol) on an outpatient basis. The nurse was not able to identify if the peritonitis was caused by the reported leak with the delflex biofine pd solution bag. It was reported the solution bag has been discarded. The nurse reported the patient denied a breach in aseptic technique as a potential cause for the event. It was reported the patient is recovering and continues pd with the same cycler.

Event description:
On (B)(6) 2025, this patient on peritoneal dialysis (pd) reported experiencing a fluid leak during dwell 2 of pd treatment while using the fresenius cycler. There were no reported product deficiencies with the cycler and it was stated that the machine alarmed. Rather, it was reported that there was a hole in the delflex biofine pd solution bag (2.5%); product discarded. The patient was advised to follow-up with pd nurse. In additional follow-up, it was discovered that the patient was initiated on antibiotics (later the same day) for an infection. The patient¿s pd nurse confirmed that the patient was seen in the outpatient pd clinic on (B)(6) 2025. The nurse reported that the patient did not have any symptoms of peritonitis. However, the patient was drained of the pd fluid (since disconnecting from treatment earlier that day). The pd effluent was sent for culture and grew streptococcus mitis and streptococcus oralis. The nurse indicated that the patient was treated for peritonitis with intra-peritoneal (ip) ceftazidime and vancomycin (per clinic protocol) on an outpatient basis. The nurse was not able to identify if the peritonitis was caused by the reported leak with the delflex biofine pd solution bag. It was reported the solution bag has been discarded. The nurse reported the patient denied a breach in aseptic technique as a potential cause for the event. It was reported the patient is recovering and continues pd with the same cycler.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed signs of physical damage: bezel damaged, power entry module damaged. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The patient sensor check passed. The power entry module was replaced before the check was performed. The vacuum check passed. A simulated treatment was performed and completed. The test was performed on the cycler as received with reduced dwell. The valve actuation test passed. The system air leak test passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.